Event description:
It was reported that the patient had a vns generator replacement surgery. Post-operative impedance was within normal limits. The explanted generator was returned to the manufacturer and product analysis was completed. Review of the internal device data showed that a change in impedance occurred during the use life of the implant with evidence of high impedance. Surgical intervention to address the high impedance has not occurred to date. No additional pertinent information has been received to date.